Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was noted to have a sudden rise to elevated threshold one day post implant. The lead was reprogrammed. At the first follow up visit the threshold was noted to still be high. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.